Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted that there was a long receipt time. Device was received more than one year post explant. (B)(4)

Event description:
It was reported that the device reached elective replacement indicator (eri) due to early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted 2010-(B)(6), 419478 lead, implanted 2010-(B)(6), (B)(4).